Event description:
Pt reqired drainage so physician placed a c-ppd-850 drainage catheter at 3:30 p.m. In 2006. The same day at 8:00 p.m. The catheter was found separated and was replaced with another drainage catheter c-ppd-850.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found a groove in the top of the flare. This suggests that the flare was too large which caused it to become caught between the threads of the cap and adapter. Without being properly seated, the hub separated when met with force. A review of mfg records revealed this device was produced prior to a change in mfg. This change addresses hub securement inspection.